Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment (slda), requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted; however, the clip detached from the posterior leaflet, remaining attached to the anterior leaflet. Two additional clips were implanted, one on either side, to stabilize the detached clip. The procedure continued with implantation of a fourth clip and the mr was reduced from grade 4 to grade 2. The patient was discharged to home today ((B)(6) 2019) in stable condition. No additional information was provided.